Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. In a separate visit the lens was exchanged for a replacement lens of the same size length but different power. The replacement lens resolved the problem. Cause reported as a patient related factor.